Event description:
"It was reported that when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were oil gel globules in the sample after centrifugation. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were oil gel globules in the sample after centrifugation. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval? Yes. D10. Returned to manufacturer on: 11-jan-2024. H3. Device returned to manufacturer? Yes. H3. Device eval by manufacturer? Yes. H.6. Investigation summary: bd received 100 samples for investigation. Eighty samples were evaluated by visual examination and the indicated failure mode for oil gel globules with the incident lot was not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.